Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and low sensing amplitude. Additionally, diaphragmatic stimulation was observed at high output. An x-ray was obtained confirming the lead had perforated the ventricle. Device operation was reported normal at previous checks which led the physician to believe that the lead dislodged and eventually worked its way through the outer wall of the right ventricle. A revision procedure was performed wherein this lead was explanted and a passive fixation replacement lead implanted in its place. At no time did the patient complain of any symptoms or experience any additional adverse effects outside of revision. This lead is no longer in service.